Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review:vena cava filter was placed with the legs below the renal veins with the tip entering the left renal vein secondary to pulmonary embolism. Due to patient¿s large body habitus, it was difficult to visualize the filter and catheter combination. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and prior to bariatric surgery. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review:vena cava filter was placed with the legs below the renal veins with the tip entering the left renal vein secondary to pulmonary embolism. Due to patient¿s large body habitus, it was difficult to visualize the filter and catheter combination. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and prior to bariatric surgery. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and prior to bariatric surgery. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10:manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment study of filter showed the tip of the filter was angled into the left renal vein. Approximately twelve years and five months post deployment, a computed tomography of abdomen and pelvis showed the filter was slightly tilted. The study also showed that four of the six anchored legs projected outside the inferior vena cava lumen. Therefore, the investigation is confirmed for perforation of ivc and positioning problem. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.